Manufacturer narrative:
Samples were received and catheter tested according to 3.2.8040 - all test results according to specifications. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. Complaints such as this is a new issue with this product line. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. .

Event description:
According to the available information, the nurse was in the bathroom with the patient for all irrigation except for the last one. Patient made his irrigation alone after the departure of the nurse. Then patient talked to the nurse about the pain and blood on the balloon. Patient did not want to go at hospital during the week end so he went to hospital monday. Patient felt pain at rectum and saw a small bleeding. Patient went to hospital (emergency) where a scanner was performed. Outcomes: patient has a medical certificate that state it was a perforation of the colon following the use of peristeen. Treatment has been prescribed and the use of peristeen was stopped.